Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 6, and after attempting to reset the pump with assistance from technical support, the issue recurred. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.